Event description:
Pt had surgery earlier this year. A lumbar catheter was used and removed. There were no problems noted at the time of removal. Post-op the patient complained of low back and leg pain. A CT showed a piece of the catheter in his lumbar back. The pt had surgery to remove the catheter.